Event description:
It was reported that during use of the device the basket separated in the graft. Retrieval of the basket was successful. There were no patient complications.

Manufacturer narrative:
MFR contorl no. Dc980412. The sample has been returned to arrow. Examination of the returned sample found that torque cable had fractured at basket sleeve. It is likely that the separation occurred due to fatigue failure. User technique can also contribute to this type of occurrence.